Event description:
Ref imp#: (B)(4).

Manufacturer narrative:
Document review: amistem h cement less stem size 8 lat: ref. 01.18.148 / lot 131651 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. No other stems of the same lot have been already sold. From the data collected, there are no evidences that the event is device related.